Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump port. The outflow bend relief and collar were not returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus in the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the outlet bearing cup and the tissue showed evidence of denaturation, suggesting that it was present during device operation. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the thrombus would have created additional resistance on the spinning rotor, thus potentially contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted into the emergency department on (B)(6) 2018 with elevated lactate dehydrogenase (ldh). Inr was 2.04. No alarms were observed upon review of lvad history, but there were reportedly some slightly elevated pump powers. The patient was treated with a heparin infusion initially, then integrilin. An echocardiogram found no significant changes. A CT of the patient¿s chest and abdomen without contrast showed no acute findings in chest or abdomen. No changes were made to the lvad parameters. It was reported the patient underwent a pump exchange to another manufacturer¿s device secondary to suspected pump thrombosis.